Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump's drive support cap was protruding. Customer's blood glucose was 30 mmol/l. Customer treated the high blood glucose and lowered it to 14 mmol/l. Customer pressed down the cap while connected to the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will need to be replaced. Customer agreed to return the device for analysis.